Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a plastic surgery procedure on (B)(6) 2019 and suture was used. During the procedure, the needle tip was breaking off. There were no patient consequences reported. No additional information was available.